Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-apr-10. The rep stated that based on talking more with the patient it sounds like the patient¿s stimulation needed to be turned up a little bit and that is why they perceived that the stimulation stopped. The patient turned up the stimulation to resolve the issue. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient was seeing the ¿a¿ in the middle of the patient programmer (pp) screen and it didn¿t change. The rep reported that they thought the patient did sync with the pp. The rep reported that they thought the patient might not be waiting long enough to set stimulation. The rep was to assess further with the patient since she wasn¿t with the patient at the time of the call. The rep reported that they waited 8 weeks before setting up adaptive stimulation. No further complications were reported. On (B)(6) 2017, additional information was received from a manufacturer's representative (rep). It was reported the cause of the "a" on the programmer screen remained unknown. The patient had not called back yet to troubleshoot and the "a" would be resolved once the patient calls back. On (B)(6) 2017, additional information was received from the manufacturing representative reporting that the patient¿s device indicat ed that they were in a transition zone when the patient was actually sitting straight up. The rep stated that this occurred while the rep was checking the patient¿s position with their clinician programmer. Technical services recommended reorienting the device and suggested that the ins might have shifted at some point. It was reported that the patient had been having this issue since (B)(6). The rep also reported that every two to three weeks the patient felt warmth from the battery at the pocket site for a couple of hours. They indicated that it wasn¿t associated with any body position or any activity the patient was doing to cause the warmth feeling. The rep ran impedances and electrode 8 was over 10,000 ohms. Technical services then had the rep rerun impedances at 3.0 volts and all impedances were in the 651 to 1,019 ohm range. Technical services to the rep that for now there wasn¿t anything that pointed toa system issue. Technical services suggested further documentation on the patient¿s part and then to follow-up with their healthcare provider. It was reported the event began (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the rep reoriented the battery during the patient visit and increased the upright transition zone. Nothing was done to fix the warmth complaint, but the rep did tell the patient to keep detailed notes about what happens and what the patient is doing when they feel warmth. The cause of the issues was unknown. The transition issue appeared to be resolved, but the warmth issue was unknown if it was resolved or not. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacture representative reported that the patient's stimulation stopped when the went into a reclining position. The patient programmer showed an 'a' inside a circle symbol. It was reviewed that when the device is in a transition zone the ins should continue to output stim at the amplitude of the last position that the ins was in. The rep was to follow-up with the patient. No further complications were reported.